Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device/malposition of essure device: location of device; left insert") in a 39-year-old female patient who had essure (batch no. 700548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity (bmi- 48.271). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On21-sep-2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain left side"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed in april 2011. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea and weight increased to be related to essure. The reporter commented: on (B)(6)2010: the device was released and again it was the hub and part of one coil, exactly the same on both sides. The patient tolerated the procedure. Discrepancy in device insertion and removal date . Previously reported insertion date is sep 2010 and removal date (B)(6)2010. Also there is descrepancy in removal process unilatera salphingectomy and bilateral salphingectomy both are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.3 kg/sqm. Hysterosalpingogram - on(B)(6)2010: total bilateral occlusion on (B)(6)2011: surgical pathology report: final diagnosis: segment of left fallopian tube showing dilatation of peritubal vessels, with gross evidence of attached "snare." Gross description: fallopian tube including 2 pieces; a 1.2 x 0.7 cm isthmic segment and attached to a 2.1 x 0.6 cm fimbriated segment by a thin, coiled, blue metallic wire measuring 1.6 cm in length. Sectioning through the tube reveals a red-brown, patent lumen; the wire is attached near the fimbriated end to a thicker, straight silver metallic wire measuring 2 cm in length, which is easily removed from the tube. On (B)(6)-2010: status post placement of essure device. On the left side, the distance from the uterine cornua to the proximal end of the inner coil is 3.6 cm. This distance on the right side is 1.2 cm. Both fallopian tubes are occluded. Concerning the injuries reported in this case, no event was described/confirmed in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device/malposition of essure device: location of device; left insert") in a 39-year-old female patient who had essure (batch no. 700548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity (bmi- 48.271). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain left side"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea and weight increased to be related to essure. The reporter commented: on (B)(6) 2010: the device was released and again it was the hub and part of one coil, exactly the same on both sides. The patient tolerated the procedure. Discrepancy in device insertion and removal date . Previously reported insertion date is (B)(6) 2010 and removal date (B)(6) 2010. Also there is descrepancy in removal process unilateral salphingectomy and bilateral salphingectomy both are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2011: surgical pathology report: final diagnosis: segment of left fallopian tube showing dilatation of peritubal vessels, with gross evidence of attached "snare." Gross description: fallopian tube including 2 pieces; a 1.2 x 0.7 cm isthmic segment and attached to a 2.1 x 0.6 cm fimbriated segment by a thin, coiled, blue metallic wire measuring 1.6 cm in length. Sectioning through the tube reveals a red-brown, patent lumen; the wire is attached near the fimbriated end to a thicker, straight silver metallic wire measuring 2 cm in length, which is easily removed from the tube. On (B)(6) 2010: status post placement of essure device. On the left side, the distance from the uterine cornua to the proximal end of the inner coil is 3.6 cm. This distance on the right side is 1.2 cm. Both fallopian tubes are occluded. Concerning the injuries reported in this case, no event was described/confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical record received. New reporters and reporter information added. Patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication, insertion and removal date was updated. New events: abdominal pain lower, dysmenorrhea, weight increased, abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain and cramping"). The patient was treated with surgery (salpingo-oophorectomy to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device/malposition of essure device: location of device; left insert") in a 39-year-old female patient who had essure (batch no. 700548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity (bmi- 48.271). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain left side"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea and weight increased to be related to essure. The reporter commented: on (B)(6) 2010: the device was released and again it was the hub and part of one coil, exactly the same on both sides. The patient tolerated the procedure. Discrepancy in device insertion and removal date . Previously reported insertion date is (B)(6) 2010 and removal date (B)(6) 2010. Also there is discrepancy in removal process unilateral salpingectomy and bilateral salpingectomy both are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2011: surgical pathology report: final diagnosis: segment of left fallopian tube showing dilatation of peritubal vessels, with gross evidence of attached "snare." Gross description: fallopian tube including 2 pieces; a 1.2 x 0.7 cm isthmic segment and attached to a 2.1 x 0.6 cm fimbriated segment by a thin, coiled, blue metallic wire measuring 1.6 cm in length. Sectioning through the tube reveals a red-brown, patent lumen; the wire is attached near the fimbriated end to a thicker, straight silver metallic wire measuring 2 cm in length, which is easily removed from the tube. On (B)(6) 2010: status post placement of essure device. On the left side, the distance from the uterine cornua to the proximal end of the inner coil is 3.6 cm. This distance on the right side is 1.2 cm. Both fallopian tubes are occluded. Concerning the injuries reported in this case, no event was described/confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information added. Updated outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.